Manufacturer narrative:
X-ray review: post operative x-rays are provided from thoraco-lumbar-pelvic deformity correction. It is difficult to see hardware failure at bottom end of construct but by report both rods were broken. There appears to be a back-out of hardware at the top of c onstruct which stops at the apex of thoracic curvature. A coronal deformity is also present above the construct. Unable to determine fusion status on these films. Root cause: indeterminate, failure of fusion, progression versus uncorrected deformity.

Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 1604200500 and 510k# k113174 is approved for sale in us. (B)(4). The device is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
Levels of implant in initial surgery: th9-s2 it was reported that patient underwent thoracolumbar interbody fusion due to degenerative scoliosis .on an unknown date, post-op, rod at l5/s broke. Patient underwent revision surgery in which rod was explanted and was replaced with cobalt chromium rod.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Damage and smearing noted on fracture surface. No immediately adjacent pre-existing surface defects identified. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation, with progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.